Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). (B)(6). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had a bent tip. Reliability engineering evaluated the device and determined that the condition was caused by using excessive lateral or side to side force. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the craniotome device had a bent tip. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.